Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included vibration and environmental testing at clinical extremes without duplicating the malfunction. The device's activity logs were not available as part of the investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.